Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 was jammed. A field service engineer opened the back panel, manually opened matrix drawer 1, and the technical support specialist dialed into the station and opened matrix drawer 1 a few times to test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer 01 was jammed. The user tried pulling on the drawer while hitting locate in populate buttons but failed to open. There were no adverse events or injuries reported based on this event.